Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) on (B)(6) 2010. A high current drain of 40 ua was noted in (b)(4 2008. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was at elective replacement indicator (eri). The device exhibited a high current drain. The hybrid was removed for further analysis and tested normal. The high current drain failure could not be duplicated.